Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the event occurred due to poor contact due to corrosion of the receiving contact of the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera pro video system center had no image. The issue was found during a therapeutic procedure which was completed with no delays. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to a failure of the lock and corrosion of the contacts, which caused the image not to be displayed. Olympus will continue to monitor field performance for this device.